Event description:
It was reported that an unknown receiver issue occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed. A receiver boot test was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed as an error icon display. The probable cause was determined to be an error icon display. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).